Manufacturer narrative:
(B)(4). This complaint is for a report of a patient who connected the heater bag incorrectly and the line popped off of the bag and fell on the floor. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The root cause of the complaint was not determined. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) regarding a heater line issue on the homechoice unit. This event occurred during use, but the patient was not connected. The caregiver (cg) stated that the home patient (hp) connected the heater bag incorrectly and the line popped off of the bag and fell on the floor. The cg ended therapy and would start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation. Should additional information become available, a follow-up report will be submitted.